Manufacturer narrative:
The returned device was evaluated. During inspection, segments of the display were found to be unable to illuminate. The failure was isolated to a display component (d4) of the system board. The failing segment measured as an open component during a diode test. All other segments passed analysis. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the numeric display is missing a light. No consequences or impact to patient were reported.